Manufacturer narrative:
Investigation found no defects or deficiencies that would contribute to a communication error. No timeouts, drive stall or hazard alarm were generated in the device data. The device communicated with the master pdm during the investigation. The device was reset, paired to the master pdm and programmed to deliver a 5-unit bolus. During the first prime, the pdm reported a communication error. The cause of the error could not be determined. While a communication error was reported during the investigation, the reported event could not be determined. Puncture holes were observed to the housing vent. While this damage was observed, it would not contribute to the reported event. The timing and cause of the puncture holes could not be determined.

Event description:
It was reported that the patient went to the hospital and was diagnosed with blood glucose (bg) values reached 600 mg/dl. For treatment, the patient was given fluids, insulin and diagnostic tests. The patient was still admitted. The pod was worn between 4 and 24 hours on the infusion site.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.